Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on an unknown date. According to the complainant, during the procedure, multiple bands deployed unintentionally. There was no difficulty experienced when setting up the device. The procedure was able to be completed with this device as the rest of the bands successfully deployed. There were no patient complications reported as a result of this event.